Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, unincorporated mesh, abdominal pain, abdominal distention, abscess, permanent and severe scarring and disfigurement, mental anguish, brown purulent fluid drainage, open draining wound with tunneling, erythema, fluctuance, and cellulitis. Post-operative patient treatment included revision surgery, debridement of mesh, removal of mesh, wound packed and wound vac applied, suture of hernia, incision and drainage of abscess, and wound drainage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, unincorporated mesh, abdominal pain, abdominal distention, abscess, permanent and severe scarring and disfigurement, mental anguish, brown purulent fluid drainage, open draining wound with tunneling, erythema, fluctuance, adhesions, pain, nerve damage, and cellulitis. Post-operative patient treatment included revision surgery, debridement of mesh, removal of mesh, wound packed and wound vac applied, suture of hernia, incision and drainage of abscess, and wound drainage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after underlay implant, the patient experienced burning sensation, infected mesh, unincorporated mesh, abdominal pain, abdominal distention, abscess, permanent and severe scarring and disfigurement, mental anguish, brown purulent fluid drainage, open draining wound with tunneling, erythema, fluctuance, adhesions, pain, nerve damage, and cellulitis. Post-operative patient treatment included medication, revision surgery, debridement of mesh, removal of mesh, wound packed and wound vac applied, suture of hernia, incision and drainage of abscess, and wound drainage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced infected mesh, unincorporated mesh, abdominal pain, abdominal distention, abscess, permanent and severe scarring and disfigurement, mental anguish, brown purulent fluid drainage, and open draining wound with tunneling. Post-operative patient treatment included revision surgery, debridement of mesh, removal of mesh, wound vac,suture of hernia, incision and drainage of abscess, and wound drainage.